Event description:
It was reported that during an implant attempt the right ventricular (rv) lead dislodged five times. The screw appeared to extend and retract appropriately, but the lead dislodged after the helix extended. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).